Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. Endovascular treatment was performed. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.